Event description:
It was reported that the caller stated the superior vena cava coil and right ventricular coil impedance varied. The lead remains in use. It was further reported that there was noise found on the device diagnostics showing two atrial tachycardia/fibrillation episodes that were consistent with no physiologic sensing due to interference of an unknown source. No further episodes have been noted and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High resistance/impedance was noted with one patient alert for out of tolerance subthreshold lead impedance on (B)(4) 2011 02:15:03. The daily hv-lead impedance trend data shows an abrupt spike increase for svc defib= 59 to 156 ohms peak between (B)(4) 2011 and (B)(4) 2011, then returns to a baseline of 56 ohms on (B)(4) 2011.

Event description:
It was reported that the caller stated the superior vena cava coil and right ventricular coil impedance varied. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High resistance/impedance was noted with one patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2011 02:15:03. The daily hv-lead impedance trend data shows an abrupt spike increase for svc defib= 59 to 156 ohms peak between (B)(6) 2011, then returns to a baseline of 56 ohms on (B)(6) 2011.